Event description:
Literature: govaert b, melenhorst j, nieman fhm, bols emj, van gemert wg, baeten cg. Factors associated with percutaneous nerve evaluation and permanent sacral nerve modulation outcome in patients with fecal incontinence. Dis colon rectum. 2009; 52(10):1688-94. Summary: this article presents a retrospective cohort analysis of patients who underwent a percutaneous nerve evaluation (pne) between (B) (6) 2000 and (B) (6) 2007 at one medical center and were diagnosed with fecal incontinence to determine which factors could predict pne outcome and whether possible factors may exclude patients form the treatment. A secondary purpose was to determine which factors could predict the outcome of permanent sacral nerve modulation. The 245 patients met the inclusion criteria for the study and underwent a pne in the study time frame. Before the pne procedure, a baseline 3-week bowel habit diary was completed. A pne and permanent sacral nerve stimulation success was considered a >50% decrease in the number of incontinence episodes as determined by a 3-week bowel habit diary. Reportable event: four patients experienced infection requiring explant of the system without new implant.

Manufacturer narrative:
(B) (4).